Event description:
The customer obtained a falsely elevated total bilirubin result while using the architect c8000 analyzer for a 13 year old male patient. Sample ID (B)(6) generated 8.49 mg/dl and repeat (sid (B)(6)) of 0.20 mg/dl. A plasma and serum sample were recollected and both generated 0.18 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and noticed problems with fluid movement at the high concentration waste pump. The fsr changed the tubing, peristaltic head (rohs) (ln 7-35009685-02) which resolved the issue. A review of the service history for the architect c8000 analyzer identified no additional contributing factors and no subsequent issues have been reported associated with discrepant results. A review of complaint and trending data for tubing, peristaltic head identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. Manufacturing documentation for the tubing, peristaltic head was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: no further information was provided.

Event description:
The customer obtained a falsely elevated total bilirubin result while using the architect c8000 analyzer for a (B)(6) male patient. Sample (B)(6) generated 8.49 mg/dl and repeat ((B)(6)) of 0.20 mg/dl. A plasma and serum sample were recollected and both generated 0.18 mg/dl. No impact to patient management was reported.